Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose value of 257 mg/dl after treating a prior low with glucose tablets, a protein shake, and crackers; the device had delivered insulin and the user was advised that glucose should trend down. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included review of available device data and user-reported history. Investigation of this case revealed that hyperglycemia occurred following treatment of a preceding low, suggesting overcorrection of hypoglycemia with subsequent insulin dosing observed. It was concluded that the event was related to user management of carbohydrate intake rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.